Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was in the right coronary artery (rca). The reference vessel diameter was 3mm and the target lesion length was 20mm. Pre-procedure there was 90% stenosis. A liberte stent with a diameter of 3mm and a length of 20mm was used. Direct stenting was attempted with a 3mm diameter and 18mm long stent but failed due to occlusion. A dissection was present. Residual stenosis was 8%. The procedure was a technical success. The patient was discharged five days after the index procedure. The patient did not have anginal complaints or silent ischemia. The discharge medications were asa 150 for 12 months and clopidogrel 75 for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.